Event description:
Additional information was provided by the customer: it was reported that the malfunction was first noticed before procedure, and it failed at the beginning of a therapeutic laparoscopy surgery. The intended procedure was completed with the same device, without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d4, e3, g2, h10. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the up panel casing was cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the light bundle on the insertion tube was deformed the image was dark, and for the newly identified malfunction, it was due to a component failure of the up panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image. The issue occurred during cleaning and disinfection. There were no reports of patient involvement.